Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data received (B)(4) 2013. Evaluated data for most recent sensor inserted on report date (B)(6) 2013. Unable to confirm any inaccurate blood glucose reading for sensor inserted (B)(6) 2013. All meter and continuous glucose meter readings were within range for accurate blood glucose values.